Manufacturer narrative:
Manufacturer ref# (B )(4). Correction made from the site to the study data entry. The false lumen in the thoracic aorta had flow due to a secondary tear distal from stent graft. This is why the false lumen of the abdominal aorta and a small part of the thoracic aorta distal to the stent graft have flow. This does not mean that the therapy has failed or that the pathology was not treated correctly. The event is therefore no longer considered reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 11nov2024: the false lumen in the thoracic aorta had flow due to a secondary tear distal from stent graft. This is why the false lumen of the abdominal aorta and a small part of the thoracic aorta distal to the stent graft have flow. This does not mean that the therapy has failed or that the pathology was not treated correctly.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study on procedure imaging, thoracic false lumen flow from the primary tear, type 1b distal, was observed. On (B)(6) 2024, the patient was routinely treated for a subacute thoracic aortic dissection type b with placement of a zta-p-34-161 and a zta-p-42-225. Pre-procedure imaging data is not yet available, so it is not known where the primary tear was located. Imaging during the procedure revealed thoracic false lumen flow from the primary tear, type 1b distal. The abdominal false lumen was patent, with collateral flow noted as retrograde from visceral vessels and iliacs. As noted on a separate complaint form, 4 days post-procedure, the patient experienced a retrograde type a aortic dissection, treated with open ascending aorta and arch reconstruction. The site noted this as related to the study device and procedure. Patient outcome: the outcome of the thoracic false lumen flow is unknown at this time. No follow-up imaging information is available. On data entry (B)(6) 2024 the patient appears to still be hospitalized.